Event description:
The surgeon noticed a fracture at the base of the stem one day after implanting. A revision surgery was performed.

Manufacturer narrative:
Document review: amistem h stem size 4 lat - ref. 01.18.144 / lot 114557 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. 28 stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the fracture is highly likely not device related.